Event description:
International affiliate reports that surgeon used needle and found that the needle had no tip. Surgeon felt the needle may have broken during the procedure. Surgeon looked for needle tip and was unable to locate it.